Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the casters worn and out of adjustment. The technician adjusted the casters to repair the bed.